Manufacturer narrative:
H4: the lot was manufactured between april 25, 2023 and april 27, 2023. H10: the device was received for evaluation containing 12ml of solution in the bladder. Visual inspection on the unit via the naked eye noted white drug precipitate located inside the tubing line and fluid was not flowing out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed drug precipitate was also blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Drug precipitate comes from the drug fluid filled in the folfusor device. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) instructs the user to ensure the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device did not completely empty after the infusion time. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.